Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number was not provided by the customer.

Event description:
It was reported to philips that the device does not boot correctly and the keyboard is not working. There was no reported patient involvement/adverse patient impact.